Event description:
Dr's. Note stated: procedure for endovascular repair of thoracic aneurysm. Surgeon requests placement of lumbar drain for monitoring cerebral spinal fluid pressure. Elected to attempt placement at the l2-3 interspace with a right paramedian approach. The tuohy needle was advanced into the thecal sac with good cerebrospinal fluid (csf) flow. The catheter was placed with the wire to 15cm. I could not extract the wire from the catheter and I elected to remove the catheter with the wire and the needle. There was some resistance to withdrawing the catheter/wire after the needle was removed and I noted the catheter was compromised with splitting at the 5cm mark. I continued to pull the catheter carefully but it only continued to stretch and after the wire was out the catheter tore completely with some catheter remaining below the skin level. Upon examining the catheter and comparing to a new catheter apparently 2-6cm of catheter was left in the patient. It was decided to continue with the procedure and place a new catheter. A new catheter was placed at the l3-4 midline without incident and with a good flow through the catheter.